Manufacturer narrative:
Product analysis: analysis was unable to confirm the loss of communication message. The analyzer passed all incoming functional and system tests, no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer displayed a loss of communication message. The analyzer was returned for service. There was no patient involvement.